Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that their freestyle libre reader was removed from charger and the reader " smelled of smoke and it melted." There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported that their freestyle libre reader was removed from charger and the reader " smelled of smoke and it melted." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6)has been returned and investigated. Visual inspection performed on the returned reader and burn marks observed on the readers universal serial bus (usb) port. The reader log was not able to be downloaded due to the melted port. Therefore, the reader was sent for further investigation. An extended investigation has also been performed on the returned reader and burn marks were observed on the usb port. A power consumption test was performed, and the results were within specification. Since the current draw from the returned reader was within specification, the reader did not have enough power to cause the reported damage. Therefore, this issue is not confirmed as the reader was functioning as intended. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Section g1: (contact office first name, contact office last name, contact office phone number and contact office email) has been updated.